Manufacturer narrative:
Findings: unit received with intermittent escape and act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0885 inches. Unit was unable to download to carelink due to multiple corrupted history file alarms in history screen. Corrupted history file alarms are due to corrupted history file. Unit received with cracked lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press and slow to respond. Customer went to visit his healthcare professional due to issue. Customer's blood glucose was 500 mg/dl. Customer does not know what caused anomaly. Customer had symptoms of high blood glucose; customer felt fatigued, nausea, vomiting and very tired. Customer was treated with manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced.